Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(4) 2010 and performed to specification up to the (B)(4) 2015. During this time the pad-pak was removed and reinstalled on three occasions for periods of up to 37 months. On the (B)(4) 2015 the device records four manual power ups all under one minute duration. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. There were multiple manual power ups under one minute duration recorded and this may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.